Manufacturer narrative:
High bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. In addition, the customer stated the battery depleted from 70% to 5%. Customer reported blood glucose (bg) level was 300 (mg/dl) due to eating ice cream. A correction bolus via the pump was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.